Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a decrease in power consumption and estimated flows starting on (B)(6) 2024 and seventy (70) low flow alarms logged since (B)(6) 2024. Additionally, one (1) high watt alarm was logged on 30/aug/2023 immediately following an increase in pump rotational speed. As a result, the reported low flow and high watt alarm events were confirmed; however, the reported outflow graft occlusion could not be confirmed due to insufficient evidence. Of note, additional information provided by the site indicated that there was no evidence of thrombus. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited to poor vad filling, constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the high watt alarm event can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Per the instructions for use, cardiac arrythmias are a known potential complication associated with implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: unknown outflow graft h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited numerous low flow alarms. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model#: 1125 / catalog#: 1125 / d9: no. H3: no h4: mfg date: h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited a high watt alarm. It was also reported that the patient was hospitalized and hydrated. The flows are still low and with no pulsatility. A review of logfile graph revealed two potential causes, an outflow occlusion and bleeding issues. Lab tests and a computerized tomography (CT) scan were performed. There was no evidence of thrombus. An arrhythmia was detected, followed by ventricular fibrillation (vf) or ventricular tachycardia (vt), which was treated with cardioversion, resulting in a return to sinus rhythm and normalization of lab results. It was noted that the patient has no other symptoms and feels well. No further patient complications have been reported as a result of this event.